Event description:
Boston scientific received information that during a revision procedure for the patient's implantable left ventricular (lv) lead the patient's vein was dissected while using this inner guiding catheter. This resulted in a pericardial effusion. The patient remained in stable condition. Another procedure took place two days later and the lv lead was surgically abandoned. A new epicardial lead was successfully placed. No other adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.